Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suddenly began experiencing pain on her back. The pain was described as almost a jolting sensation and the patient woke up with muscle spasms. There is no known accident or incident related to this event. The reported sensations occurred while the stimulation was turned on and off. Additional information has been requested, but was not available at the time of this report.